Manufacturer narrative:
Metasul ldh, head, 44, code j, taper 18/20, catalog no# 01.00181.440 ; lot no# 2344267. Cls spotorno, stem, 125, uncemented, 10.0, taper 12/14 catalog no# 01.00295.010 ; lot no# 2360678. Therapy date : (B)(6) 2012. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed./where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on left side and underwent revision surgery due to aseptic loosening of the cup.